Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and observed damage to x-stage cover from the docking pins. The damage was manually removed. The imaging system was re-homed, and motion functionality/docking performed to expectations. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the x-stage cover on the imaging system was damaged which was causing a docking issue where the system would not display the docked message. After straightening out the dents it was possible to dock the gantry as expected. There was no clinical impact as there was no patient present when this issue was identified. .